Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported on (B)(6) 2015 that there was a loss of stimulation and therapy. The patient could not get the stimulation to cover the painful area after they had fallen and landed on their hip. That was when their lower back started hurting. The spinal cord stimulation (scs) had been implanted to treat pain in the back and knees. The scs was helping a lot of the back pain, but was only treating pain in one of their knees since the fall. The change in therapy was noted to be sudden, and had occurred in (B)(6) 2015. The indications for use were spinal pain, radiculopathy, and post lumbar laminectomy syndrome. A supplemental report will be submitted if additional information is received.